Event description:
It was reported to boston scientific corporation that an endostat ii hemostasis generator was used during a hemostasis procedure on a female patient (patient age unknown, however, over 18 years; weight unknown). According to the complainant, the generator did not provide the proper amount of power after completing the procedure. As they unplugged the grounding pads (non-bsc grounding pads) from the generator port, the generator port appeared to have fallen inside the generator. There was no defect with the grounding pads. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not be completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.